Event description:
The service report shows that while performing a repair for an unrelated event (caac 19971631) the nellcor puritan-bennett customer support engineer (npb cse) noticed that the audible alarm was intermittent. The npb cse replaced the alarm assembly and the main power switch. The unit passed extended self testing. This report is not an contributed to the event alleged in this report.